Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that the c- cover (plastic distal end cover) is damaged. However, the device was reevaluated and there was no reportable malfunction related to the subject device captured in this complaint. Per the legal manufacturer, the damage is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope c- cover (plastic distal end cover) is damaged. There was no report of patient harm.